Event description:
The customer stated that the provue gel camera gave a false positive result on a cord blood sample in the abo forward group. No erroneous results were reported.

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and checked the reading and determined that the cards were not centered at reading. The fe cleaned the diffuser plate and performed reader camera adjustments on the provue. The fe ran diagnostics and the picture was correct after adjustment. The customer then ran controls and controls were all correct. All repairs and adjustments were made per the service manual disk. Repairs have returned this instrument to expected operation. (B)(4).